Manufacturer narrative:
(B)(6). (B)(4). Neither the devcie nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that the patient underwent posterior fusion at th12-l4 and vertebral body replacement at l2 for l2 haemangioma in (B)(6) 2013. The patient had been going well until rod breakage. The patient complained of back pain and visited the hospital. Rod breakage (titanium alloy) was found as a result of the inspection in (B)(6) 2015. Broken rod was replaced with cobalt chrome rod in (B)(6) 2015. No fragment of the broken rod remained inside the patient. It was reported that the patient has been going well and bone union was almost obtained, as observed on the follow up visit on (B)(6) 2015.